Manufacturer narrative:
The exact cause of the event could not be determined because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot.

Event description:
It was reported that there was a stem revision due to fracture.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that there was a stem revision due to fracture.